Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative. It was further reported that the patient's pump was allowed to run dry in (B)(6)2017 due to insurance conflicts. The healthcare provider (hcp) replaced the patient's pump on (B)(6)2018. The issue was resolved at the time of the report. At the time of the report, the pump was infusing fentanyl (25 mg/ml at 7.997 mg/day). The patient's medical history included chronic pain. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl and marcaine via an implanted pump. The pump settings when examined on (B)(6) 2018 were fentanyl (25 mg/ml at 6.994 mg/day) and marcaine (5 mg/ml at 1.3988 mg/day) with the last changed date was (B)(6) 2018. On (B)(6) 2018, the pump was refilled with fentanyl (25 mg/ml at 9.012 mg/day). The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient¿s pump was refilled and found to have less volume than expected. The patient had not returned to have her pump refilled and let her pump go dry. Her alarm date was (B)(6) 2017 and the pump was not refilled until (B)(6) 2018. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient did not return to have her pump filled. Surgical intervention was planned. No patient symptoms were reported. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.